Event description:
Three days after the implantation lead dislodgement was reported. During reposition attempt, it was not possible to disconnect the pin of the lead from the pacemaker header. The lead was explanted.

Manufacturer narrative:
The pacemaker with the connected lead was returned for analysis. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed indicating no anomalies. The header of the pacemaker was visually inspected. The silicone sealing was missing and around the sealing plug receptacle the resin was severely damaged indicating strong external mechanical forces during the disconnection attempts of the lead. The set screw was found in place and was screwed in; however, the hexagon socket of the set screw was completely rounded which can be considered as the root cause for the clinical observation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead body was found deformed 36 cm distal to the is-1 connector pin and the fixation helix stretched, these damages most likely resulted due to mechanical stress. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.